Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the physician was performing an intended cystoscopy procedure to remove previously implanted black silicone stent (gpn unknown). During the cystoscopy, the physician noticed that the black silicone stent was broken into several pieces inside of the patient¿s body. The stent had been inside of the patient's body for four months. The physician removed the old stent using graspers. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the lot number of the device, however, it was reported that the lot number is not available.

Manufacturer narrative:
Correction(s): changes from adverse event to adverse event and product problem. Investigation - evaluation: a review of documentation and specifications was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. No lot number was provided; therefore a review of non-conformances and complaint history search cannot be completed at this time. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required.